Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-rays. Both locking screws were classified as primary products during investigation. Technical evaluation: no deviations were found during review of the manufacturing and inspection documents (DHR). The screws were documented as faultless prior to distribution. An investigation of the screws was not possible because they were not provided. Clinical evaluation: all available information was evaluated by a medical expert. Excerpt of the assessment: ¿based on the presented data, the breakage of the distal locking screw was caused by continuous overloading in a non-union with unstable fragment constellation.¿ non-unions, bone diseases and post-operatively loads are listed as adverse effects in the IFU. Furthermore the operative technique includes the correct handling and combination of the implants. If other listed adverse effects, like intra-operatively implant damages or obesity, did also contribute to the screw breakage/ migrations is unknown due to missing information. No non-conformity identified; no previous or actual actions are in place. Device not available.

Event description:
Sales rep reports that a few weeks after surgery, 2 screws have broken.